Event description:
The lay user/patient contacted lifescan (lfs) on september 25, 2006 alleging that his meter does not power on. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In 2006 the patient attempted to test his meter and his meter would not power on. The patient felt weak and dizzy at the time of testing. The patient contacted a medical professional for advice and was tested on a prestige meter and obtained a 400 mg/dl at 2:00 pm. The patient did not receive any medical treatment; however, it was documented that he "was tested and given insulin" but it is unclear when the 20 units of humalin insulin was given. The patient was using the correct vial of test strips and the meter did not power on by pressing the power button. The batteries were correctly installed and the battery contacts were in good condition. The patient had replaced the battery per the owner's booklet. Customer care advocate (cca). Sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident how long the meter did not power on and how long the patient experienced the symptoms. The complaint is being reported because the patient could not obtain a blood glucose result due to the power issue and had experienced symptoms. The patient was "given insulin" at the physician's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.